Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6: implant procedure date was may of 2020. D10 ¿ medical products: item # unknown, lot # unknown; unknown left tmj fossa component ; item # unknown, lot # unknown; unknown left tmj mandible component; item # unknown, lot # unknown; unknown right tmj fossa component; item # unknown, lot # unknown; unknown right tmj mandible component. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00129, 0001032347-2023-00130, 0001032347-2023-00132.

Event description:
It was reported that a patient underwent a tmj procedure on an unknown date. Subsequently, the patient is scheduled to be revised on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a revision was performed due to the implants being too bulky causing the patient pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: issue discovered in september 2022. Revision took place in (B)(6) 2023. D6b. Explanted in (B)(6) 2023 the following sections were updated: a3; a5; b1; b2; b3; b4; b5; d9; g3; g6; h1; h2; h3; h6; h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10; product information received clarifying fossa components of both sides are bulky. Complaint history review cannot be performed without product identification. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Additional information provided does not change the root cause of the previous investigation. The reported event cannot be confirmed with supplied information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.